Manufacturer narrative:
This report is submitted on october 9, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019, due to device non-use.

Manufacturer narrative:
Correction: the device was not explanted as previously reported. The patient's abutment was removed; however, the internal fixture remains insitu. This report is submitted december 10, 2019.